Manufacturer narrative:
(B)(4): results: evaluation of the product found that the alarm powers on but has no alarm tone when the magnet is detached from the alarm. (B)(4).

Event description:
The customer reported that the alarm has power but no alarm tone when the magnet clip is detached during set up, prior to use on a patient.